Event description:
Whie the device was ventilating a pt, it was observed that the ventilator power off, stopped ventilating the pt, and posted a continuous audible alarm. The pt was manually ventiated with an alternate device and then transferred to another ventilator. No pt injury.